Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a blower assembly that had a brown visible substance. There was no patient involvement when the issue occurred. No patient or user harm reported. A se reported that the v60 ventilator had a blower assembly that had a brown visible substance. The se noted that the blower assembly was replaced to resolve the issue. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.